Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 322 was confirmed and caused by loose upp and lower latch switch bracket screws. This would allow the switches to move, causing the reported symptom. The failed upper and lower auxiliary assemblies were replaced.

Event description:
It was reported that a spectrum pump has a system error 322. It was also reported there was no patient injury.